Manufacturer narrative:
D4 unique identifier (UDI) for lgx preconnect: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented a mechanical problem, the reservoir was not allowing fluid to flow in and out of the cylinders. The ipp was explanted and replaced, the reservoir from prior implant was left in patient due to difficulty to getting to reservoir. There were no patient complications reported.